Manufacturer narrative:
Insulin pump passed self test, a21 error test and displacement test. No unexpected a21 alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, display window and belt clip slot. Insulin pump received with minor scratched lcd window.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer declined to troubleshoot for unexpected restart alarm. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.